Manufacturer narrative:
(B)(4). To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020, and a suture was used. During the procedure prior to insertion to secure umbilical catheter, the needle was observed to be broken when it was removed from the package. There were no adverse patient consequences reported. Additional information was requested.